Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that child patient experienced two events of infusion set kinked tubing on (B)(6) 2025. Patient also reported pain at insertion site during insertion. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.